Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, it was noted that the introducer was leaking fluid through the valve on the handle. The leaking started as slow drips and increased as the procedure progressed. There was a concern that the leaking might have caused inadequate fluid flow through the sheath, so the introducer was exchanged, which resolved the issue. The procedure was completed with no adverse consequences to the patient.